Manufacturer narrative:
The device was returned to olympus for evaluation. The user facility report was confirmed and testing found a faulty patient board. The unit was serviced with a replacement part and returned to the user facility. Olympus will continue to monitor complaints for this device.

Event description:
The user facility reported that the device did not give any video from the camera on the monitor. The reporter stated that the device was swapped out with no success. The reporter confirmed no patient harm associated with this report and confirmed the procedure was completed however; no additional information could be provided.

Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. Please see the updates in sections: g4, g7, h2, h4, and h10. The device history record review confirmed that device there were no abnormalities, special adoption, or variations in manufacturing. After confirming the change history of the parts regarding the phenomenon in which the image is not displayed, it was found that the design change of the dr board was performed on april 16, 2018. It has been unknown whether the design change is related to the phenomenon pointed out. It is likely since more than 6 years have passed since the device was manufactured the patient board did not function due to aging deterioration of the components on the patient board or an accidental failure. The patient board performs endoscope control, image reading, and preprocessing and if it does not function, the image is not output.